Manufacturer narrative:
(B)(4). The xience v rx 3.0 x 23 mm (part# 1009541-15/lot# 0022341) mentioned is being filed under a separate MFR report number. In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Reportedly, the pt presented with an acute myocardial infarction (ami). It should be noted that ami is contraindicated in the IFU. It cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with recent ami. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the pt, who had experienced an acute myocardial infarction (ami), underwent percutaneous transluminal coronary angioplasty (ptca) to treat a calcified and diffuse lesion in the proximal to mid left anterior descending artery (lad). The lesion was 30mm in length with a timi flow of zero. After pre-dilatation, a 3.0 x 23 mm xience v stent was deployed in the distal half of the lesion and a 3.0 x 15mm xience v stent was deployed in the proximal half of the lesion, overlapping the first stent. Post-dilation and intra-vascular ultrasound (ivus) were performed to complete the procedure with good (timi iii) results. On (B)(6) 2010, the pt experienced a chest pain in the morning. Angiography was performed and in-stent thrombosis was observed. An aspiration catheter was used and balloon angioplasty was performed to complete the procedure. No additional info was provided.